Event description:
It was reported that a one-link needlefree IV connector was unable to be primed. According to the report, the customer was having issues getting flow through the product. This occurred during the set-up/priming of gravity infusions. The solution was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.